Event description:
It was reported that during the procedure, the tip of the guidewire (subject device) broke within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 returned to manufacturer on - updated . D9 product available to stryker ¿ updated. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the guidewire was noted to be kinked/bent in multiple areas to 70cm from the proximal end and noted to be broken/fractured at 209cm. The core wire was exposed and the distal tip was not returned. The guidewire ptfe coating was noted to be peeling in multiple areas to 60cm from the proximal end and the surface of the hydrophilic coating was rough. Bubbles with collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to approximately 25cm from the distal end. The bubbles found on the distal end of the device were analyzed by r&d. Based on the results of sem and edx testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but most likely occurred during manipulation of the device while in the patient¿s anatomy. A functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information provided by the customer indicated that continuous flush was maintained for the duration of the procedure, no anomalies noted to the device during initial inspection and preparation. Resistance was noted when navigation in the microcatheter and the distal tip was broken. An assignable cause of procedural factors will be assigned to the as reported and as analyzed event of guidewire distal tip broken/fractured during use as well as the as reported event of guidewire friction and the as analyzed event of guidewire hydrophilic coating surface rough as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed event of guidewire ptfe coating peeling and guidewire kinked/bent as these issues are due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that during the procedure, the tip of the guidewire (subject device) broke within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.